Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2008) is considered to be a best estimate. This emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1) and bard flat mesh (device 2). Per op notes, "a very large lipoma of the cord was identified in the left and dissected free and continued up to the internal ring. A perfix plug (device 1) was placed and secured with suture. A smaller lipoma was identified in the right side and separated from the cord structures and dissected to the internal ring. A bard flat mesh (device 2) was placed and secured with suture." On (B)(6) 2015 - patient was diagnosed with bilateral recurrent hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (device 3 and 4). Per op notes, "an infraumbilical incision was made. A small umbilical fascial defect was noted. A recurrent direct left inguinal hernia with a visible mesh (device 1) was noted. A recurrent indirect inguinal hernia was identified at the right inguinal region. A dense adherence of the spermatic cord and vas deferens to the mesh (device 2) in the right inguinal region was noted. A 3dmax mesh (device 3) was placed in the right and 3dmax mesh (device 4) was placed in the left and secured with staples."